Manufacturer narrative:
The nalu system had been in use for some time before the fall with no complaints regarding implanted components. It is likely that the patient's fall directly contributed to damage to the implanted leads and thus led to loss of therapy.

Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2023 to treat knee pain. After having the system in use for some time, the patient experienced a fall. Date of the fall is unknown. After that event, testing of the nalu system found multiple contacts with high impedances, suggesting the lead had fractured. The patient was not receiving good therapy due to the impedance issues and elected to remove the system. A full system explant was performed on (B)(6) 2025. No components were retained for testing at the time of explant.